Event description:
It was reported that the right ventricle (rv) lead was capped due to an unknown product performance anomaly. Another rv lead was implanted. No additional adverse patient effects were reported.